Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using the navarre universal drain. It was reported that sometimes post procedure, a break was noted in the body of the drainage catheter. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows the partial view of the two drainage catheters. Cannula and thread were noted in one of the catheters. No visual anomalies were noted on the catheters. However, the due to light shadow, some portion of the catheters are not clearly visible. Therefore, the investigation is inconclusive for the reported fracture issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using the navarre universal drain. Sometimes post procedure, on (B)(6)2025, it was reported that there was a break noted in the body of the drainage catheter. The procedure was completed by using another device. There was no reported patient injury.